Event description:
Related manufacturing ref: 3008452825-2022-00416. During a supraventricular tachycardia procedure, a communication issue occurred causing a procedure delay. When the catheter was inserted into the patient and connected to the tactisys, the system indicator lamp was blinking red and catheter was not recognized. The tactisys was power cycled with no resolution. The catheter was exchanged to a second one of the same type, which did not resolve the issue. A flexibility catheter was then used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation.when the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and subsequent delay remains unknown.